Event description:
It was reported that upon closing the pocket after initial implant, the right ventricular lead had macro dislodged. The lead was attempted to be repositioned however, was unsuccessful. Physician had to re-access axillary vein and requested new lead. It was also noted that inspection of the lead appeared to show tissue caught in the helix. The lead was explanted and replaced. The patient was in stable condition.